Event description:
The pt experienced a thrombotic event the same day two cypher stents were implanted. The pt has not been discharged to date. The procedure was an elective case. The target lesion was at the right coronary artery. The lesion was denovo. The vessel was readily accessible. The lesion was pre-dilated using a 2.5 x 12mm quantum balloon at 16atms for 30 seconds. A 3.0 x 28mm and 3.5 x 23mm cypher stents were implanted overlapping. The stent to vessel sizing was 1:1 and good wall apposition was achieved. Both stents were post-dilated using a 3.0 x 13mm and 4.0 x 18mm power sail at 12-16 atms, multiple times and at 14atms, multiple times as well; inflation time for both is unk. The residual % stenosis was not provided. Ivus was conducted. The pt experienced a thrombotic event during the procedure. Angiojet, infusion catheter with adenosine and multiple balloon inflations took place following this event. Post procedure anti-platelet regimen included 600mg of plavix. The pt remained hospitalized at the time of this report.